Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a spider fx embolic protection device during treatment of a plaque lesion located in the patient¿s proximal, mid, and distal right superficial femoral artery (sfa) and popliteal artery (pa). Moderate vessel tortuosity and slight calcification are reported. Lesion exhibited 80% stenosis. IFU was followed. The guidewire was hydrated during preparation. Vessel pre-dilation was not preformed. It is reported the hawkone was used over the spider fx device. The device was advanced over the bifurcation. The spider wire is reported to have prolapsed during the procedure. When the physician attempted to advance the hawkone device, the distal end of the rapid exchange port at the tip is reported to have torn. Tip damage is reported, and the guidewire lumen was torn form the distal tip. It was reported that the rapid exchange port along the stationary part of the nose cone came off the spider wire within the patient. The guidewire is not reported to have locked up on the catheter. The hawkone device and spider fx were removed successfully with no intervention required . There was no vessel damage noted. The devices were replaced with another spider fx and hawkone device to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis: the hawkone device was returned to medtronic investigation lab for evaluation. The device was returned within multiple sealed biohazard bags. The cutter driver was returned attached to the hawkone catheter. No ancillary devices, including the spider fx, or images were received for evaluation. The device was removed from the return packaging for investigation. A slight bend was noted in the catheter, beneath the strain relief. Inspection of the distal housing assembly revealed biological debris within the housing. A blue discoloration, consistent with contrast, was also noted. The guidewire lumen along the housing assembly had detached and separated from the device, it was not returned for evaluation. The cutter was advanced approximately 2.3cm distal to the cutter window. Microscopic examination confirmed the detachment of the guidewire lumen along the housing. No anomalies were noted with the lumen on the rotating distal tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.